Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that one lead had migrated. The issue was first noticed in august of 2018. A revision surgery was completed on 2018-(B)(6). No further complication were reported.

Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-nov-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 03-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a return of back pain. The patient believed the leads may be moving because she has a hard time turning from her back to her side. The patient has been twisting and pulling herself onto her side. The leads were examined with fluoro on (B)(6) 2018. The rep attempted to reprogram the patient, but the issue was not resolved. Surgical intervention was planned, but it was not yet scheduled. No further complications were reported.